Event description:
An optometrist reported a patient with recurrent corneal erosion and dryness in the right eye two and a half months following photo refractive keratectomy (prk). The patient reported dryness and occasional pain upon awakening and her vision fluctuated in the right eye. The patient was prescribed cyclosporine ophthalmic emulsion, sodium chloride hypertonicity ointment, steroid drops and artificial tears. In a follow up with the optometrist, she indicated the patient had pre-existing anterior basement membrane dystrophy (abmd) and she felt this was the cause for the recurrent corneal erosion. She also stated the prk treatment on (B)(6) 2013 was an enhancement from a previous lasik procedure performed in 2005 with another manufacturer's laser. The patient was seen on (B)(6) 2014. The sodium chloride hypertonicity ointment was discontinued and a bandage contact lens was placed on the right eye. The patient continued the cyclosporine opthalmic emulsion and an antibiotic drop was prescribed. When the patient was seen on (B)(6) 2014, the bandage contact lens was removed and the event had resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).